Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 400 mg/dl. Customer called back to perform a high pressure test on the insulin pump to determine root cause of their high blood glucose levels. Functional testing on the insulin pump proved that the pump is working as designed. Customer stated that in (B)(6) of 2015 there was a 911 call for their high blood glucose levels. Customer's blood glucose levels at the time of 911 call was around 900 or 1100 mg/dl. Customer stated that significant events leading to the 911 call included throwing up blood and diabetic ketoacidosis (dka). Customer was not wearing the pump at the time of 911 call. Product is being replaced at customer's request.